Event description:
It was reported that an altitude alarm occurred. Customer was unable to confirm if the pump was taken outside of the validated operating altitude range. There was no adverse impact to the customer's blood glucose level. The customer reloaded the cartridge and continued using the pump for insulin therapy.